Event description:
Pt reported obtaining back-to-back blood glucose results of 41 mg/dl and 141 mg/dl, while using the suspect device. Pt indicated that, on another occasion, an additional set of back-to-back tests was performed with results of 50 mg/dl and 101 mg/dl. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.